Manufacturer narrative:
Per the initial reporter, the device will not be returned. (B)(4). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a fenestrated graft procedure in the abdominal aorta, the 14 fr performer introducer was leaking at the valve near/ while a wire guide was in the middle of the valve. The physician stated that this issue has occurred on previous occasions during the last several months; an eight (8) fr sheath was/ is placed inside of the lumen of the 14 fr introducer to stop the leakage. The patient lost a lot of blood (unknown quantity) during the procedure; however, a blood transfusion was not required. The graft was initially unable to be placed; however, the physician re-attempted and the procedure was able to be successfully completed. A section of the device did not remain inside the patient¿s body. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. This report documents previous occasions in which this event occurred (medwatch 1820334-2018-00392). Refer to medwatch 1820334-2018-00300 for documentation of the initial event reported.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. The lot number of the device is not known; accordingly, a review of the device history record could not be conducted. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.